Manufacturer narrative:
Should additonal information become available this investigation will be updated.

Manufacturer narrative:
Updated serial number

Event description:
Boston scientific received information that this pacemaker, right atrial and right ventricular lead were apart of an implant system which will be explanted due to an infection. No additional adverse patient effects were reported.